Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple attempts have been made to obtain stock/lot number of the plates, however, at this time it is unknown. Patient involved in multiple mdrs: 9610905-2018-00214, 9610905-2018-00216, 9610905-2018-00217, 9610905-2018-00218, 9610905-2018-00219, 9610905-2018-00220, 9610905-2018-00221, 9610905-2018-00222, 9610905-2018-00223, 9610905-2018-00224.

Event description:
It was reported due to patient condition the implants were removed.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material nor lot number were provided. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.